Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump won't turn on even after replacing battery. The customer¿s blood glucose level was 207 mg/dl. Customer stated that the insulin pump has been dropped. The customer reported crack on belt-clip railing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, and displacement test. Insulin pump powered up properly after battery installation. No blank display noted during testing. Insulin pump also received with cracked battery tube threads and cracked case behind the insulin pump at the corner of the belt clip rails. (B)(4).